Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced endocarditis and sepsis that required intravenous (IV) antibiotics and prolonged hospitalization. It was reported by the patient's spouse, that a week after their pvc ablation on (B)(6) 2024 the patient developed sepsis and endocarditis and was hospitalized for seven weeks. The patient was discharged post-procedure without complications. Over the following weekend the patient went to a walk-in clinic/emergency room (ER) with high fever and swelling at the femoral artery, intravenous antibiotics were administered. On the following monday (B)(6) 2024, the patient saw their cardiologist who sent them to emergecy room, they were immediately admitted for sepsis and endocarditis of the aortic valve. They stayed in-hospital for seven (7) weeks, receiving IV antibiotics for six (6) weeks. The patient was discharged on (B)(6) 2024 and is currently in stable, but in weak, condition. The caller had additional questions about the bwi ablation catheter in use, if it was related to a (B)(6) 2022 recall of stsf catheters (d134805-s part number provided by caller, found on an FDA recall website). The caller was referred to the hospital to obtain the lot number of the catheter used.